Event description:
It was reported that during a transurethral laser lithotripsy procedure, the fiber body was discovered to have fractured. The procedure was completed using another of the same fiber with no patient complications.

Manufacturer narrative:
The device is not available for analysis. Therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a transurethral laser lithotripsy procedure, the fiber body was discovered to have fractured. The procedure was completed using another of the same fiber with no patient complications.